Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that patient faced infusion set tubing detachment event on 30-dec-2025. No further information is available.